Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported issue that the patient was experiencing shocking was not confirmed. The ipg was tested to manufacturing specifications using the auto tester and passed all tests. Programming the ipg with the downloaded aggressive settings did not display any anomalous outputs when monitored on an oscilloscope. The device also passed a lead fit and lead pull test. No physical or functional anomaly was observed that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23263.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23263. It was reported, the patient experienced overstimulation at her ipg site that travels up to the lead. It was noted the overstimulation occurs when stimulation is turned on. X-rays were taken of the lead and did not reveal any anomalies. Diagnostics testing showed lead contacts 1-16 have impedances around 300 ohms. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. Post-operative, the impedances were checked and all were within normal range.